Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report the occurrence of a false susceptible cefepime result for escherichia coli in association with the vitek® 2 ast-gn73 test kit. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse impact to the patient's state of health. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A biomérieux internal investigation was conducted; however, the customer did not comply with the biomérieux request for raw data and patient isolate submittal. The investigation regarding a false susceptible cefepime result for escherichia coli, could not be completed, as assessment of organism growth in the vitek 2 ast-gn73 card cannot be made without the raw data or the isolate submittal. Isolate submittal is required to determine whether the cefepime result is discrepant compared to the reference method. A review of quality records confirmed that ast-gn73 lot 5930012403 met final release criteria and no issues were observed on initial qc performance testing. No further investigation is possible without the data or isolate.